Event description:
It was reported the patient underwent a surgery in the past (unknown date). Afterwards, the ipg was unable to communicate and was found to be inoperable. It is unknown if the ipg was placed in surgery mode. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.